Event description:
Reportable based on the product analyst notification date of (B)(4) 2013. It was reported that during a peripheral stenting treatment procedure, the stent was not long enough for the lesion. The 10x45mm, 70% stenotic, eccentric shaped, de novo lesion was located in the non tortuous and mildly calcified vena subclavian artery. The physician chose a 10.0x40x135cm express vascular ld stent during preparation, but after advancing the stent to the lesion the physician realized that the length of the lesion had been miscalculated as the stent was not long enough. The device was removed and the procedure was completed with a longer unspecified stent. No patient complications were reported and the patient's status is stable. However, the product analyst reported that stent damage had been observed on the returned device.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device identified struts at the proximal edge of the stent were raised and misaligned. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).